Manufacturer narrative:
The reported event of radio frequency (rf) telemetry anomaly was confirmed. As received, a device was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The memory registers in the device showed the cause of the rf telemetry anomaly was due to a hardware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry.

Event description:
It was reported that the patient presented during implant procedure. It was noted that the implantable cardioverter defibrillator could not be interrogated due to radio frequency anomaly. The reported implantable cardioverter defibrillator was not installed and the procedure was completed with an alternative implantable cardioverter defibrillator on (B)(6) 2023. There were no patient consequences.